Manufacturer narrative:
Continuation of d10: product ID: 8731, serial# (B)(6), implanted: (B)(6) 2005, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: 28-mar-2007, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (20 mg/ml at 14.982 mg/day) via an implanted pump. It was reported that during the planned pump replacement, it because apparent that the existing catheter was damaged. The patient was asked prior to the replacement procedure if they experienced any change in therapy efficacy and they stated they had not. The patient had no symptoms. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that there were no specific contributing factors established aside from that the catheter had not been revised since it was originally implanted. During the procedure, aspiration of the catheter was attempted through the cap (catheter access port) of the soon to be replaced pump, but csf (cerebrospinal fluid) flow was minimal. After beginning to revise the pump segment of the catheter due to potential loss of patency, it was discovered that there were multiple breaks. The catheter was damaged in several places in both the pump and spinal tip segments, and it needed to be addressed with a full revision/replacement which was successfully completed with a new catheter. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.